Event description:
The caller reported the ventilator alarmed and the tube's pilot balloon failed. A "kelly clamp" was used on the pilot line until (B) (6) 2010, when a non-routine replacement of the tube was performed.